Event description:
Patient getting repeated messages to download information from the monitor. Evaluation by lifecor staff indicated that a download was not required at the time. The device was returned to lifecor.